Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the cracked lens is likely the application of excessive force by the user. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during reprocessing, the lens was found to be cracked. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The subject device was sent to olympus for evaluation. The reported issue (cracked lens) was confirmed during testing. The lens was broken. In addition, the outer tube was bent and dented due to handling and there was breakage of the distal fibers which caused a bad image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.